Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status earlier than expected. It was noted that in (B)(6) 2010, the monitoring voltage was 2.56v and the charge time was 17.9 seconds. In (B)(6) 2010, the device declared eol with a voltage of 2.54v and a charge time of 32 seconds. The device was explanted and was replaced with another boston scientific ICD.

Manufacturer narrative:
No adverse patient effects were reported. The explanted device has not yet been returned for laboratory analysis. This report will be updated when additional information is received.

Event description:
--

Manufacturer narrative:
The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.